Event description:
It was reported that the patient presented with an st segment elevation myocardial infarction (stemi). During treatment of a lesion in the left anterior descending (lad) artery, a vessel perforation was caused by an unspecified guide wire. There were no graftmaster devices available at this hospital; therefore, the 2.8x26mm graftmaster was obtained from a nearby hospital, which caused an approximately 2 hour delay in the treatment of the perforation. The 2.8x26mm graftmaster failed to cross the lesion due to interactions with the patient's anatomy. The procedure was concluded after the graftmaster failed to cross the lesion and balloon dilatations were unsuccessful. Approximately 2 hours post-procedure, the patient experienced a stemi and cardiogenic shock. Cardiopulmonary resuscitation (CPR) was performed; however, the patient expired. No autopsy was performed, as cause of death was attributed to the perforation. A medwatch was received with the following additional information: the patient presented with dyspnea and angina. The patient was intubated due to respiratory distress and pulmonary edema. The patient also had abnormal q waves and st elevation. Several aspirations were performed; however, no material was retrieved. Several dilatations were performed with a balloon dilatation catheter (bdc). The patient was given sedatives and became hypotensive and was given fluids. Additional treatment was performed with multiple bdc. A perforation was then noted. The bdc was re-inflated at the perforation. Electrocardiogram showed severe left ventricular dysfunction and no pericardium effusion. The vessel became occluded. A graftmaster was obtained from another facility. The graftmaster failed to cross and became caught with the guiding catheter during withdrawal; thus, all devices were removed. Multiple treatments and balloon inflations to restore timi flow from 0 were unsuccessful. The patient's hemodynamics were stable thus procedure was completed. Death (B)(6) 2014.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of myocardial infarction and death, as listed in the graftmaster coronary stent graft system instructions for use (IFU), are known patient effects that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product deficiency.